Event description:
Pt with medical history of mixed aortic disease due to rheumatic fever under aortic root replacement on 1/28/88 at age 57. 1 1/2 years later pt required explant due to regurgitation and ascending aortic aneurysm.